Manufacturer narrative:
Info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during f/u, an alert for hv lead impedance out of range was observed. During reprogramming, the physician turned the svc coil off. All measurements were normal. Pt's condition after the event was good.